Event description:
Boston scientific received information that, in may 2011, this right ventricular (rv) lead displayed a sudden decrease in pacing impedance measurements. Since then the pacing impedance has gradually decreased to less than 500 ohms. There was also note of decreased amplitude values. A chest x-ray was performed. It was suspected this rv lead had insulation damage due to subclavian crush. The decision was made to implant a new rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was surgically abandoned. At this time there is no additional information. Should additional information become available this report will be updated.